Event description:
The technician alleged that the foot end brake casters ratcheted when lateral pressure was applied to the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.